Event description:
The cutting wire on the tome broke when it was flexed to try to place it in the bile duct. During an ercp a clevercut3v sphinctertome was used. After putting the tome down the scope, the cutting wire on the sphinctertome broke when the tome was flexed. We had to open a new sphinctertome.